Event description:
Additional information received indicated that a rx accunet filter basket was used in during the procedure; however, would not cross the lesion secondary to calcification and tortuosity event with buddy wiring the right ica. As previously reported a non-guidant filter wire was deployed across the lesion successfully. Also, head CT findings indicate there is loss of gray-white junction differentiation in the right frontal lobe in the right middle cerebral artery territory. No mass-effect or blood is seen. Old basal ganglia infarcts are noted on the right side without any mass-effect or blood.

Event description:
During the procedure in 2005. No stop date was reported. Symptoms: difficulty moving hand and had left sided facial droop during the procedure. Post-procedure experienced hemiparesis, dysarthria and dyslogia. During the procedure the pt experienced difficulty moving his hand and had a left sided facial droop. The condition is contuining and is not pre-existing. The condition was also felt to be device related. The event resulted in prolonged hospitalization and the pt's outcome is improved condition. Post procedure the pt experienced a hemiparesis, dysarthria and dyslogia. A cat scan of the head revealed a right hemispheric stroke. Treatment included physical, occupational and speech therapy. The pt was transferred to an acute rehab facility on the 3rd day after gradual improvement of symptoms. No accunet embolic ptotection device was used; however, a non-guidant device was used. No additional information was available.